Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ECG electrodes.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional) ECG electrodes has been confirmed. Upon investigation, the electrode belt failed an ECG fall off test. There was a fractured solder connection at the j2 tab inside of both the rear 1-wire and rear2-wire therapy electrodes (tes). The cause of the test failure was isolated to the fractured solder connections. The root cause of the fractures was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. No adverse event resulted from the defective electrode belt.